Manufacturer narrative:
Supplemental report is being filed since 4 or towels 28200-004, were returned for investigation. Based on supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.098g/10pcs. No lint was found on the returned samples. Supplier did suction test for the defected samples and found the linting data is 0.07g/4pcs, which is within the specification (=0.38g/10pieces). A color fastness test was done on the finished product and the water did not change color. Supplier tested the color fastness of the reserved sample and there was no color fading. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: a. Suction machines have been installed in grey cloth rolling process, dyeing process, and cutting process. B. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. C. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). D. In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. For the color fastness test the finished product was immersed in 38±2°c water with volume of 1400-2000ml. Finished product was rubbed gently 3 times, after 1 minute the water did not change color. From the investigation, there was no abnormal situation in production or device history review. Therefore, the root cause could not be determined.

Manufacturer narrative:
Based on supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.098g/10pcs. There was not a sample returned for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suction machines have been installed in the grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers process according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid lint from being stuck onto the product during product's transfer. Based on the investigation, there were no abnormalities found during production of the operating room towels; therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported lint on towel when the towel gets wet. The issue was noted before a coronary angiography procedure. There was no injury noted.